Event description:
Patient with worst headache of life waited 5 days for treatment. Diagnosed with brain aneurysm. Taken to or for coil embolization of acom (anterior communicating artery) aneurysm. It was a very challenging coil - when the physician got the device in, the coil inadvertently detached and could only be completely removed with removal of the entire system, except for shuttle sheath. The aneurysm ruptured during this procedure. The malfunction may not have directly ruptured the aneurysm but it could have contributed to the rupture in a very fragile heparinized patient.